Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty and lead dislodgement. The lead was not used. No pt complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events involving lead dislodgments; date (B)(4). This medwatch report represents 4 events (event type code malfunction. The info submitted reflects all relevant data received. If additional relevant info is received, a supplemental report will be submitted. Eval summary - (B)(4): the full lead was returned and analyzed. No anomalies found. Electrical testing to determine continuity of the conductor(s) passed.